Event description:
It was reported that during a clinic visit, this pacemaker was found to have triggered a lead safety switch (lss) as a result of this right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms. It was also noted that the rv lead also exhibited high pacing thresholds. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker was found to have triggered a lead safety switch (lss) as a result of this right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms. It was also noted that the rv lead also exhibited high pacing thresholds. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) and inquired if this pacemaker system was MRI conditional. Ts reviewed the device and observed that there was an additional lead safety switch (lss) that had been triggered due to high out of range pacing impedances on the rv lead. Ts determined that due to the rv lead issues, the pacemaker system is not MRI conditional. Ts stated that the MRI scan would be considered to be off label. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.